Event description:
The outside part of the cubby snapped off leaving the internal section (balloon) inside the patient. The sample received contained both parts of the cubby. No other information available due to customer not responding to repeated requests for information.

Manufacturer narrative:
The returned sample appears to have been used for a considerable length of time. The shaft is discolored and the side markings are almost illegible. According to the pattern exhibited on the device received, it seems the device came in contact with a sharp object causing the separation of the dome from the shaft. If this would have occurred during the manufacturing process, the nick would have been detected during the initial placement since the balloon would not inflate. It is unclear how the shaft was nicked.